Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the procedure to extract and replace the right ventricular (rv) lead the right atrial (ra) lead was also extracted and replaced due to chronic high thresholds. No patient complications have been reported as a result of this event.